Event description:
It was reported that; t2-t10 extension of previous t10- s2 fusion with extra cavitary fusion t9-t10. Final tightening connector and torque wrench tip broke. During the extra cavitary fusion placing a 7 mm bone graft spacer the inserter broke and pin came out.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: no relevant issues were found in the manufacturing records of the device lot that may have contributed to the reported event. A materials analysis performed from the same lot confirmed that the material met the hardness specification as well as the material composition specifications. The unilif surgical technique states that intraoperative fracture or breakage of instruments can occur if devices have experienced extensive use or extensive force. Fracture may depend on operative precaution, number of procedures, and disposal attention. Conclusion: the plausible root cause of the reported event is normal wear based on the age of devices and reported number of uses.

Event description:
It was reported that; t2-t10 extension of previous t10- s2 fusion with extra cavitary fusion t9-t10. Final tightening connector and torque wrench tip broke. During the extra cavitary fusion placing a 7 mm bone graft spacer the inserter broke and pin came out.